Event description:
Eight months after cypher stent implantation at the proximal left anterior descending artery, a coronary angiogram was conducted and a restenosis of 55% was observed at the proximal edge of the stnet. To treat the stenotic artea, a 3.0 x 18mm cypher was implanted at 16atm at the proximal end of the restenosed cypher with overlap. The residual percent of stenosis was 7%. The pt was in stable condition after the procedure and was discharged from the hospital a few days later.